Manufacturer narrative:
The device involved in the incident was not returned for eval. Without the lot number of the device involved we are unable to review the mfg records. An attempt to acquire the sample and lot number was unsuccessful. We are unable to determine the cause or factors which may have contributed to this event without evaluating the device involved.

Event description:
It was reported that during cvvh treatment "while the nurse was taking care of the catheter area, the wing part was dislodged of the hub part, while the wing part remained fixed to the pt."